Event description:
The customer reported that there was a failure to alarm while a pt was having a convulsion.

Manufacturer narrative:
(B)(4). The customer reported that there was a failure to alarm while a pt was having a convulsion. The ECG was noisy. The pt was transferred to the intensive care unit (ICU). The available info does not indicate any monitor malfunction. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.